Event description:
It was reported that the patient has required increasing dosage without a response to the medication. This was noted following a pump replacement in 2008. The initial baclofen dose was 96 mcg/day with subsequent increases to 320 mcg/day. On two days later, the hcp performed x-rays and everything looked fine. The hcp then performed a baclofen assay level. The result came back as zero medication in the cerebrospinal fluid. No issues were noted when the residual volume was aspirated from the pump. The patient was taken to surgery for a catheter revision on two months later. When the catheter was disconnected from the pump a brisk flow of csf from catheter was seen. A brisk flow of csf was also seen when the catheter was disconnected from the spinal incision site. The proximal segment of the catheter was replaced; the pump was then restarted at an initial dose of 96 ug/day.

Manufacturer narrative:
Results: used for the catheter.